Manufacturer narrative:
This instrument has been investigated. On (B)(6) 2016 an ocd field engineer (fe) arrived at the customer site and found the gel card crooked on the gripper. The fe adjusted the "y" position on gripper. The fe did a pm as per checklist. The fe ran diagnostics, all diagnostic checks are ok. The provue camera value set at 109 (range is 101-128). The customer ran and accepted controls. Repairs have returned this instrument to expected operation.

Event description:
The customer reports the ortho provue gave (B)(6) screen results on a patient that was weak (B)(6) by visual inspection of the gel card. No incorrect results were reported. (B)(4).